Event description:
No additional information was provided

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One photograph was reviewed showing a 10 ml syringe with a needle assembly; the syringe lacks a plastic shield, the needle is not attached, and a separate needle is present with the lower portion bent approximately 30 degrees. Based on the investigation and review of the photograph, the reported condition is confirmed; however, the absence of a physical sample prevented determination of a probable root cause. Additionally, a device history record review for lot number 6007019 identified no rejected inspections or production quality issues that could have contributed to the reported condition. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle safetyglide 23x1-1/2 rb tw needle pulled out of hub. Verbatim: have brought to my attention that we are having issues with the 23 g safety needed ref #304387. When the surgeons are pushing the safety mechanism the needle is breaking off. Additional info received: lot # 6007019. Occurrence occurred 2/10, 2/13, & 2/17.